Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that patient faced infusion set leakage event on (B)(6) 2026.the leakage was at the site. The patient blood glucose was high at the time of the event. No further information available.